Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga 1.00in experienced blood leakage during retraction. The following information was provided by the initial reporter: after venipuncture, hcp pressed the button and the needle was retracted but blood leaked due to blood control septum defect.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received (B)(4) unopened units, one used catheter adaptor assembly, and six photos. All (B)(4) unopened units were tested for leakage beyond the septum and no leakage was observed. Through the visual/microscopic examination of the used unit, it was observed that the tip of the actuator had been fully pushed through the septum (fully actuated). A fully actuated septum may be the expected result of the device use per IFU or a defect (prematurely actuated) created during manufacturing process. Since the device was used on a patient, it is impossible to determine whether the septum was actuated during use or if it was prematurely activated during production. Microscopic examination also revealed a few small spots of dried media near the luer end of the adaptor, which indicates that minor flow may have occurred. With a fully actuated septum, the flow is expected to be normal, therefore evidence of the minor flow cannot be explained. The septum was also microscopically inspected and was determined to be acceptable. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch. See h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device brand name: bd insyte autoguard bc shielded IV catheter blood control technology 22ga 1.00in. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte autoguard bc shielded IV catheter blood control technology 22ga 1.00in experienced blood leakage during retraction. The following information was provided by the initial reporter: after venipuncture, hcp pressed the button and the needle was retracted but blood leaked due to blood control septum defect.